Manufacturer narrative:
Concomitant medical products: n119 crt-d, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right atrial (ra) lead replacement attempt, the attempted lead experienced high thresholds and small p-wave measurements at all of the attempted lead placement sites. The physician determined the lead measurements must have been related to patient anatomy and decided to reuse the previous lead instead. The attempted lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.